Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. A definitive cause for the reported patient effects of mitral regurgitation and heart failure could not be determined. The patient effects of mitral regurgitation and heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Literature attachment: left ventricular geometry predicts optimal response to percutaneous mitral repair via mitraclip: integrated assessment by two- and three-dimensional echocardiography.

Event description:
This is filed to recurrent mitral regurgitation, heart failure, and prolonged hospitalization. It was reported through a research article identifying mitraclip devices that may be related to: recurrent mitral regurgitation, heart failure, and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "left ventricular geometry predicts optimal response to percutaneous mitral repair via mitraclip: integrated assessment by two- and three-dimensional echocardiography¿. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.